Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, chest injury, and deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with a 200cc mentor smooth round moderate profile saline breast prosthesis and experienced a chest injury, capsular contracture (baker grade unknown), and a deflation on the left side post-operatively, which was confirmed during a physical exam and during intraoperative surgery. It was reported that the breast prosthesis rupture may have occurred during a motorcycle accident. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On may 12, 2022, mentor received additional information regarding the patient's diagnosis. The baker grade of the capsular contracture was reported to be baker grade 4. The patient's outcome was determined to be a full recovery. On may 24, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 02, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 200cc breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and a tear was noted within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).